Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 g5 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm and 30 minutes later, insulin delivery was resumed. Bg was 439 mg/dl. Correction via the pump was delivered in an attempt to address bg. The customer went to the emergency room and was admitted to the hospital for early diabetic ketoacidosis (dka). The customer reported the bg/dka was caused by the flu; however, the customer did not clarify if the auto-off alarm contributed to the event. The customer was treated with antibiotics and insulin. Bg/dka were resolved. The customer was discharged on 04/16/2018. The customer declined tandem technical support's offer to perform a system check. Although multiple attempts were made by tandem technical support to obtain further information regarding if the auto-off alarm contributed to the bg/dka, the customer did not reply to the requests.

Manufacturer narrative:
(B)(4).